Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: reported event indicates that during a tonsillectomy and adenoidectomy procedure, when cleaning, it was identified that the wire broke at one part and the housing was melted. Investigation conclusion: complaint confirmed: the electrode wire exhibits damage and is broken off from the housing, which visually relates to the reported complaint description. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent procedure, when staff were cleaning the plasmablade device, it was identified that the wire broke at one part and the housing was melted. There was no injury to the patient reported.